Event description:
It was reported that the patient had been experiencing no stimulation sensation for approximately one month. There were no known accidents related to this event. All therapy programs showed impedance readings >3600 ohms with current less than .065. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Recharger model 37752, (B)(4), programmer model 37743, (B)(4), lead model 3777-45, (B)(4), implanted: 2009-(B)(6) explanted: unknown, lead model 3777-45, (B)(4), implanted: 2009-(B)(6) explanted: unknown, extension model 3708140, (B)(4), implanted: 2009-(B)(6) explanted: unknown, extension model 3708140, (B)(4), implanted: 2009-(B)(6) explanted: unknown.